Manufacturer narrative:
Additional information: cec adjudicated non-q-wave mi (vessel unknown), 3rd udmi spontaneous and the revascularisation as target lesion pci of rca as clinically driven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On the day of the index, 6 resolute onyx drug eluting stent were implanted in the patient; one in the r-pda, 2 in the lad,and 3 in the rca. Approx. 6 months post index, the patient suffered acute coronary syndrome without st elevation (mi). Target vessel was involved (rca). It was reported that the event was probably related to the device but not related to the anti platelets.

Manufacturer narrative:
The patient was treated with pci and medication. The patient recovered. If information is provided in the future, a supplemental report will be issued.